Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2010, the patient experienced peritonitis. Treatment was not reported. The patient was not hospitalized. On (B)(6) 2010, the patient had recovered from the event of peritonitis. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis with (B)(6) was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter. A batch review was conducted for potentially associated lot numbers gd877282, gd875567 and no exceptions were observed that were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.